Manufacturer narrative:
This is a final report. The medical event was related to the customer using incompatible test strips, hence there is no indication of a product malfunction. Therefore no investigation of the product is required. It should be noted: while troubleshooting with customer service it was revealed the customer was attempting to test using incompatible test strips (freestyle classic) that were expired (exp: (B)(6) 2010).

Event description:
A customer's friend reported a port issue (customer had incompatible test strips, but was unaware of it), involving customer's freestyle freedom lite blood glucose meter. Caller further reported that because of this customer was unable to test and subsequently experienced vertigo, tremulousness, nausea and felt drowsy. Paramedics were called and provided customer with oxygen and a bayer aspirin. Customer was transported to a local healthcare facility where she was diagnosed with hyperglycemia and treated with insulin and an intravenous infusion of unknown type. Customer remained in the hospital overnight. There was no report of death or permanent injury associated with this event.